Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The system logs were able to prove both 48206 and 48207 errors and confirm the reported event occurred in the field. Upon visual inspection, no issues were found related to the reported event. The endoscope controller (ec) was installed into the golden system where the system triggered error 48206 indicating a fault on the dual camera interface board (dcib) and replicating the reported event. The golden system was set to run video test and 10 power cycles and sit idle for one hour. Once testing was completed errors were consistent to the original complaint. The probable root cause of the reported issue can be attributed to an electrical defect of a component or module of the dcib within the affected ec. This issue can be resolved by replacing the affected endoscope controller.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the ec.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer indicated that the system shutdown during use. The issue was reported to dvstat after completing the procedure. Upon reviewing the system logs, the intuitive surgical, inc. (Isi) technical support engineer (tse) identified illuminator errors¿specifically 48206 and 48207¿and confirmed that the system experienced a restart in the middle of the procedure. The procedure was completed with no report of patient injury. However, it is unknown whether the procedure proceeded using the original configuration.